Manufacturer narrative:
Antibiotics (infection). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient said they had a return of fecal incontinence. Patient increased stim but that didn't help. Patient changed the program and now the patient is having bladder problems and is constipated. Reviewed option to change to a different program. Additional information was received from the patient. They reported that they were having trouble. There is a knot on the device and it was moving around in there. They noticed the knot ever since implant. Their husband put his arm around the patient's waist the other day and said, "is that supposed to be moving?". The patient noted that this device is more superficial then the last device. They went to the doctor yesterday, who put the patient on antibiotics for ten days. The doctor said, the patient might have inflammation in it. The patient said they had a device before and didn't move around. Patient services asked if the patient had lost weight and they said no. Patient services also asked if they put the new device in the same pocket as the old device and the patient said yes. When they sit in a chair they can feel the stimulator in their hip when they leans back. The patient said they have a bubble around where they put the lead in on the spine. They had the bubble ever since surgery. The patient said they were having a hard time regulating the stimulator. When they set it where they don't poop in their pants, then they can't hold her urine. The patient said, they talked to a manufacturing representative last week or the week before, who told the patient to play with the settings. They told the patient not to put it up over 2.5 and if they had to go that high, they should go to another setting. They said the issue of regulating their symptoms had been going on since implant. When they were on 3 at .5 they was doing good. Then they started leaking in the bowels so they moved it up. Then they couldn't hold her urine. The patient noted that the manufacturer representative said that was because the patient didn't have it regulated right.